Event description:
The customer alleged they received questionable lipase colorimetric assay results on their c502 analyzer. The customer alleged they were getting discrepant results on both their c502 analyzer and their cobas 6000 c501 module. The customer stated they had six discrepant results that were reported outside the laboratory on their c502 analyzer of the 40 patients tested. The units of measure were requested but not provided. The first patient's initial lipase result was 85.8 and it was reported outside the laboratory. On (B)(6) 2014, the sample was repeated on a cobas 6000 c501 module analyzer and the result was 30.2. The second patient's initial lipase result was 246.8 and it was reported outside the laboratory. On (B)(6) 2014, the sample was repeated on the c501 analyzer and the result was 21.9. On (B)(6) 2014, the third patient's initial lipase result was 233 and it was reported outside the laboratory. The first repeat result from the c501 analyzer was 37.4. The second repeat result from the c501 analyzer was 133. The third repeat result from the c502 analyzer was 39.4. On (B)(6) 2014, the fourth patient's initial lipase result was 193.6 and it was reported outside the laboratory. The sample was repeated on the c501 analyzer and the result was 38.5. On (B)(6) 2014, the fifth patient's initial lipase result was 92.4 and it was reported outside the laboratory. The sample was repeated on the c501 analyzer and the result was 25. The sample was repeated on the c502 analyzer and the result was 17.6. On (B)(6) 2014, the sixth patient's initial lipase result was 193.6 and it was reported outside the laboratory. The sample was repeated on the c501 analyzer and the result was 38.0. The patients were not affected by this event. The lipase reagent lot number was 694719. The expiration date was requested but not provided. The field service representative went on site to check the analyzer. He noted that the tubing was not immersed in the naoh-d bottles on both the c502 and c501 systems.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided. (B)(6).